Event description:
After pulling the catheter back from the left atrium, smart touch catheter would not zero. Another device was obtained and the procedure continued.this is the third event with this device type in the last month. The cause of the problem is unknown. The manufacturer has been notified.